Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 05/24/2024: 1. Section b. Box 5. Describe event or problem please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 3005168196-2024-00194. 1. Section d. Box 4. Unique identifier evaluation of the returned red72 confirmed a fracture on the distal shaft. Evaluation revealed stretching at the fracture site. This type of damage typically occurs due to retraction against resistance. If the red72 is retracted against resistance, it may become stretched and subsequently fracture. The reported patient¿s tortuous anatomy may have contributed to the resistance during the procedure. Further evaluation of the device revealed kinks along the length of the catheter and ovalization on the distal fractured segment. This damage was incidental to the reported complaint. The kink and ovalization on the distal fractured segment likely occurred during snaring and removal from the patient¿s body. The kinks on the proximal fractured segment may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully completed two passes using the red72. While advancing the red72 for the third pass, the physician experienced resistance but was able to successfully complete the third pass. Upon removal of the red72, the physician experienced resistance and noticed that the red72 was fractured. The physician then used a snare device to successfully remove the fractured segment of the red72. The procedure was completed using another aspiration catheter, the same neuron max, and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully completed three passes using the red72 and it was reported that the physician experienced resistance while advancing and retracting the red72. Upon removal of the red72, the physician noticed that the red72 was fractured. The physician then used a snare device to successfully remove the fractured segment of the red72. The procedure was completed using another aspiration catheter, the same neuron max, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.